Event description:
It was reported that upon opening the box and removing blister container, it was noted that the seal between the paper and plastic had been breached. The component was discarded and a replacement was used without complication.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.